Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/22/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/22/2020. Additional h3 investigation summary: it was reported performance fixation feature breakage intra-op. An empty labeled winding former and a dispensed needle/suture of product code sxpp1a301 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and body fluids and some barbs were noted damaged by use. The fixation tab was broken at one side and slight marks were noted appears to be use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause was an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name =>no further information is available. Please provide lot number =>no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the fixation tab broke while sewing. There were no adverse patient consequences reported. Additional information was requested.